Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, approximately 7 yrs postop the initial rtha, this (B)(6) y/o female patient presented with a grossly unstable hip. Surgeon believes it was because of significant poly wear. Patient received an xle version of the same poly. The device will not be returned due to hospital policy. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
After further review of additional information received the following sections d4, g3, g7, h2 and h6 have been updated accordingly. (H3) the evaluation noted that revision reported was likely the result of prosthesis wear of the acetabular liner. The prosthesis wear may have been a result of orientation of the acetabular cup, edge loading/impingement, and/or patient related conditions. However, this cannot be confirmed as the devices were not returned for evaluation and x-rays were not available for review. The most probable root cause associated with the reported event of "prosthesis wear" is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.